Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/ short interval counts (sic). Analyst commented, beginning (B)(6) 2015, 440 ventricular sic; high rate-non sustained (ns) and ventricular tachycardia (vt) ns episodes with evidence of lead noise oversensing. Rv lead integrity warning occurred on (B)(6) 2015 for 2 or more high rate ns episodes and sic equal to or greater than 30 in 3 days. Analyst commented, analysis of the device memory indicated the right ventricular lead integrity alert. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. Analyst commented, on (B)(6) 2015, rv pacing impedance spiked to greater than 3000 ohms up from a trend in the 400-500 ohm range. (B)(4)

Event description:
It was reported that a lead integrity alert (lia) triggered and the right ventricular (rv) lead exhibited oversensing and/or noise. The rv lead was planned for extraction, and no patient complications have been reported as a result of this event.